Event description:
It was reported that the handpiece overheated during an oral surgery. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for service and evaluation. A condition of the device overheating was reported. Based on the repair details, a possible cause for the overheating was a failed rotor with a worn coupler. The rotor, bearings, nose cone, and bearing stop were each replaced. Service repaired the handpiece and did a clean, lube, and adjust to the device.